Event description:
The patient underwent an attempted closure of an atrial septal defect in the cardiac cath lab. The amplatzer septal occluder was deployed but did not prolapse back through the atrioseptal defect. The device was released and came back through the defect into the right atrium. It was snared and kept in the right atrium held by the snare until the patient was taken to the operating room for retrieval of the device and conventional closure of the asd. The patient tolerated the procedure without significant complications.